Event description:
It was reported that a caregiver (cg) failed to follow therapy steps while performing peritoneal dialysis therapy. The cg did not properly prime the patient line before connecting the patient to the set. The technical services representative assisted the cg in ending therapy. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It instructs the user to verify that the patient line is properly primed and to follow instructions for repriming if the fluid level is not near the connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.